Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet bionic pancreas controller displayed a black screen while otherwise functioning, preventing the user from performing meal announcements; a replacement device was shipped. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included a review of the complaint details and device replacement logistics. Investigation of this case revealed a suspected display malfunction of the controller screen. It was concluded that the device experienced a display failure, and a replacement was provided.